Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the main-to-aux cable was not connected, screws were broken off the cable connector and pins were bent on the remote manager controller board. The field service engineer replaced cable and controller to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system fridge door was jammed. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.